Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n0041532, implanted: (B)(6) 2005, product type: accessory. Product ID 8 731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that an empty pump alarm was occurring. It was unknown as to why the pump was empty went empty in (B)(6). The reported noted that a dye study might be performed and the pump might be further filled with saline. No patient symptoms were reported but the patient had attempted to commit suicide. This device system delivered morphine. Additional information was requested to clarify event details, cause of event, resolution, and outcome. Should additional information be received a supplemental report will be filed.